Manufacturer narrative:
(B)(4). Cartridge. One piece sled. The analysis results showed that one ecr60t was returned with the cartridge deck, cartridge body, one piece sled and some drivers damaged. The reload was received right side fully fired; left side outer row fully fired and the two inner rows partially fired. Please note an investigation has been initiated to address the potential root cause for the damage of the one piece sled.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon was using powered endocutter. First cartridge was ok. Second cartridge seemed to fire ok (no issues using powered trigger)but on release of the stapler it was obvious that only a few staples left the cartridge and they were all malformed (some not formed at all). There was a cut line and an opening into the stomach. Surgeon had to complete surgery by hand suturing over the open staple line. This extended surgery time by at least 45 minutes. The surgeon also had to complete an air test for staple line security at the end of the procedure. The patient has to be on antibiotics due to stomach opening being in contact with the sterile abdomen.

Manufacturer narrative:
(B)(4). Per the affiliate, "were any clips present in the area? No clips were present. Was there any damage observed on the cartridge? No damage observed on the cartridge - please check the cartridge we returned. How close to the bougie was the firing? The firing was a comfortable distance from the bougie - the stapler was not tight up against the bougie. Video received: the device placement and compression time were adequate. Position relative to the existing first staple line appeared fine with no potential staple line crossing issues apparent. The cartridge selection relative to the tissue thickness appeared to be a good match, and no problems were apparent during the firing. Based on these factors in the video evidence a cause could not be determined for the complication, however, the video confirmed the event description.